Manufacturer narrative:
The fsr replaced the power supply. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the power supply voltages were not adequate causing it to fail. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, it was found that there was a component that had an electrical short circuit. A potential reason of the failure could be associated with an electrical overstress caused by main power disturbances such as transients, spikes, or surges. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power supply to lab use only (luo) testing equipment. Upon power up of the power supply the fan did not work. The pst also observed that the output voltage was 0.00 volts direct current (vdc) which was out of specification. The test was repeated two more times and failed twice again. It was determined that the power supply did not meet specification.